Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the cartridge had fallen out of a device and inadvertently delivered a 90 unit bolus while the patient was sleeping. This complaint is being reported because it was not resolved when the reporter contacted animas. There are no allegations of an adverse event associated with this complaint at this time.